Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted. This device is not available for return and evaluation as it remained implanted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 27mm pericardial aortic valve that required valve in valve intervention due to aortic stenosis after an unknown implant duration. The patient was implanted with a 26mm transcatheter valve within the existing device. There were no pvl post deployment and the patient was reported as being stable. No additional details were provided.

Manufacturer narrative:
(B)(4).

Event description:
Edwards received additional information that ten (10) years, eleven (11) months post-implantation of this 27mm surgical valve, a 26mm transcatheter valve was implanted (valve-in-valve) due to severe stenosis. As reported, the patient had decreasing energy levels and had occasional episodes of angina, dyspnea, as well as lower extremity edema. A transcatheter valve was successfully deployed with no complications and this (B)(6) -year-old male patient was transferred to the ccu in stable condition.